Manufacturer narrative:
A specific root cause could not be identified as sample from the patient was not available for further investigation. Additional information for further investigation was requested but was not provided. It was noted the recommended calibration frequency for the ft3 assay was not followed by the customer.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient sample. Refer to the medwatch with patient (B)(6) for the ft4 assay. The results from cobas e601 analyzer serial number (B)(4) were: ft4: 3.0 pmol/l, ft3: 0.4 pmol/l. The results were reported to the physician. Since the results did not fit the clinical picture, the physician asked for a re-analysis of the sample. On a later date, the sample was tested on a vitros analyzer and the results were: ft4: 32.5 pmol/l, ft3: 5.29 pmol/l. The results from the vitros analyzer were believed to be correct. A new sample from the patient was tested on the cobas (B)(6) 2015 and the results were: ft4: 3.1 pmol/l, ft3: 0.4 pmol/l. The patient was not adversely affected.